Event description:
It was reported that the preloaded toric intraocular lens (iol) was failed to exit cartridge entrance during loading for the first two iols. The third iol was failed to exit during loading, then the iol got stuck in the patient's cornea. So, surgeon forced implantation, in the process there was crack on the optic. The lens was partially inserted in all the three iols. The procedure was completed successfully. Additional information stated that the third iol was fully inserted and is still implanted. On the postop ninth day, visual acuity was sph 0, cyl -1.0 / v.a 0.7. Patient had corneal edema because of the three injections. Reporter stated that the loading preparation was good and there is little possibility of user error. Upon further follow up, it was reported that cornea edema was recovering at the last visit and the patient's visit has been delayed due to the continuous holiday. Corneal edema is self resolved. The lens couldn't get out of the cartridge entrance, so doctor pushed it several times. No other information is available.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review on 12/23/2024, file is no longer considered reportable upon follow up information received on 11/4/2024, stating that edema was recovering and was expected to be resolved within 15 days and also the surgeon pushed the lens several times in spite of resistance. No other information was provided.